Event description:
It was reported that upon deployment of the stent graft, the stent graft moved forward. Reportedly, the stent graft moved immediately post deployment, prior to balloon dilatation. A tracheobronchial stent graft was deployed overlapping the first stent graft. There was no report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The stent graft remains implanted and the delivery system was discarded by the user facility; therefore, not available for eval. The event investigation is currently underway.